Event description:
The hosp reports that the delivered tidal volume was approx 300ml higher that the preset value. The clinical engineering dept was able to duplicate the problem. During the incident the ventilator did not alarm.

Manufacturer narrative:
The pc board was evaluated by the MFR. The problem was isolated to a single component failure.